Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
A consumer reported via a manufacturer representative that the patient's pump was removed due to it causing problems and resulted in the patient getting neuropathy. It was unknown what drug the pump was infusing. The patient"s medical history includes spinal pain and chronic/intractable pain (truck/limbs). No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.